Event description:
It was reported that the ventilator's support arm holding the patient tubes fell down while the ventilator was connected to a patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested by the user facility. Pictures of the rail clamp on the support arm were provided showing that the lever actuator on the rail clamp was stuck. No parts were returned. This has most likely contributed to the disengaging of the support arm from the ventilator carrier. The root cause of the stuck lever actuator has not been determined.